Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the product lot number, provide the expiration date, provide the manufacturer date and provide the completed device evaluation. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt confirmed the customer's observation. The purge line tube had been almost fractured at the joint with the port on the oxygenator. There were no other anomalies. Magnifying and electron microscopic inspection of the fracture cross-section of the purge line tube on the port side revealed no embedded foreign particle or entrainment of air bubbles which would have contributed to the generation of the fracture. It was revealed that some segments were in the smooth state and other segments in the rough state. Some streaks starting at one point were found on the smooth surface. These streaks imply that the fracture on the tube started at the point and developed in the direction the streaks showed. Functional testing was conducted on a product sample. The purge line tube of a current product sample was exposed to a shock force at the joint of the tube and the oxygenator outlet port after it having been left under a low temperature of 4 degrees c for 12 hours. The purge line tube became fractured at the joint. Electron microscopic inspection of the fracture cross-section revealed that the state of the surface was similar to that of the actual sample. Review of the device history record and the product release decision control sheet of the involved product/lot# combination confirmed that there were no relevant findings. A search of the complaint record did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual sample was subjected to a shock force after having been left at a low temperature, resulting in the reported fracture of the tube. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: "do not use if the package or device is damaged (e.g. Cracked) or any of the part caps are off." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4: UDI - not required. The actual device has not been returned to the manufacturing facility for evaluation. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 20 was used in the conclusions section of h6. The production lot number was not provided by the user facility which prevented a meaningful review of the device history record and complaint files. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a break in the line of the capiox devices. Follow up communication with the user facility reported the following information: during priming the recirculation line broke in the outlet point of the oxygenator; this problem was recorded during priming; the oxygenator was change to another one; and there was no patient involvement.